Manufacturer narrative:
Date sent: 07/17/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips did not load into the jaw properly and they fell out. There were no pt consequences. It was not noted how the case was completed. One device will be returned.